Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an unknown procedure, the anchor of the suturefix ultra pulled out of the bone tunnel, post deployment. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging; box has been mashed. The device has debris on it. The tip of the device is broke in two places almost all the way through there are elongated scuffs or scratches along the tip down to the breaks. No other physical damage is visible to the device. A functional evaluation of the returned device did not allow for a functional evaluation of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.